Event description:
It was reported that the patient's right ventricular lead exhibited low, and out-of-range defibrillation impedance. The patient's implantable cardioverter defibrillator exhibited episodes of inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia with rapid ventricular response. The atp scheme with a ramp resulted in non-sustained ventricular tachycardia which then reverted to rapid ventricular response. The patient had multiple aborted shocks. The patient experienced a syncopal episode. The patient was given multiple external shocks. Last device therapy was given on (B)(6) 2018. The patient also received an unspecified alert on (B)(6) 2018. The patient passed on (B)(6) 2018. The patient's device could not be interrogated and the device was in backup operation with therapy disabled. A possible high voltage circuit failure was suspected.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.